Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct during a distal tibial osteotomy on an unknown date. On (B)(6) 2012 patient was diagnosed with disease, and all hardware had to be removed. On (B)(6) 2013, during the removal procedure, surgeon had a difficult time removing one screw. He was forced to turn the plate like a propeller in order to remove the screw. It was reported that patient had poor bone quality. No further information is available at this time. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained lcp disttib plate was sent to our product development engineer for investigation; the feedback is: the lcp screw cannot be removed with a standard screwdriver. There is a possibility of cold welding of screw to the plate. Further, this complaint got sent to the internal testing department for investigation and testing; here the feedback: the star drive of the provided locking screw is completely worn out. With a provided functional test, the torque that was needed to unscrew the screw out of the plate was measured. By 4.35nm of torque the screw shaft unfortunately broke off. The article was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. No product fault could be detected.